Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by switch off and on the station, no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black and not turning on. The customer attempted to unplug and reconnect the cables; however, no change was observed and confirmed all connections were properly secured, but the station still did not power on. The station was found to be offline on remote support services. However, there were no delay to patient care and adverse events or injuries reported based on this incident.